Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer contacted olympus technical assistance support (tac). Troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: operational problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that was too bright and out of focus. The issue occurred during a therapeutic cystoscopy while the device was inside the patient under sedation. The procedure was completed using a similar device. There were no reports of patient harm.